Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that too much insulin was measured in the unspecified bd luer-lok¿ insulin syringe due to the scale being in ml's. The following information was provided by the initial reporter: "medical professional called to inquire if bd has any insulin syringes with leur-lok tips. Stated they would like to pass a suggestion that bd should make insuin syringes with leur-lok tips and in units not ml's. Stated mistakes have been made where employees have used heparin syringes and measured up too much insulin medication due to the syringe being in ml. No additional information provided."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that too much insulin was measured in the unspecified bd luer-lok¿ insulin syringe due to the scale being in ml's. The following information was provided by the initial reporter: "medical professional called to inquire if bd has any insulin syringes with leur-lok tips. Stated they would like to pass a suggestion that bd should make insulin syringes with leur-lok tips and in units not ml's. Stated mistakes have been made where employees have used heparin syringes and measured up too much insulin medication due to the syringe being in ml. No additional information provided."